Event description:
In 2008, the patient reported experiencing elevated blood glucose (240-285 mg/dl) due to insulin leakage from the infusion set. He stated that he has experienced occasional elevated blood glucose over the past two months. He boluses to lower his blood glucose. On the same day, he noticed that the adhesive of the infusion set was wet. He also notices "hard spots or lumps" at the area of the infusion site when the site is removed and pain during boluses. He changes the infusion set every two days. The patient was sent replacement infusion sets and tegaderm dressings. Upon follow up the patient stated that the tegaderm dressings are helping to reduce pain and irritation at the infusion site. He stated he will begin using the side of his abdomen as an infusion site because the skin tissue is softer. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.